Manufacturer narrative:
Although the reported low speed and pump stoppage events were confirmed through evaluation of the submitted system controller log file, a specific cause for the captured events could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline replacement referenced in this section was reported under medwatch MFR. Report # 2916596-2016-01298. (B)(4). Approximate age of device ¿ 4 years and 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017 pump stoppages occurred. The patient was asymptomatic. The submitted log file was reviewed by the manufacturer¿s technical services representative the pump stoppage occurred while the lvad was connected to the mobile power unit (mpu). The pump stoppage appeared to be from a short to shield event that occurred after the distal end percutaneous lead (driveline) replacement that occurred in (B)(6) 2016. The patient is using an ungrounded power module patient cable when connecting the lvad to the power module and will continue to be monitor. There are no plans to exchange the patient¿s pump at this time. There were no alarms on battery power or when using the ungrounded patient cable.